Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in moderately tortuous and non-calcified aorta. A 10.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during the second inflation at 6 atmospheres for 15 seconds, the balloon ruptured. The device was removed without any problem and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient was in good condition.